Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, baclofen and morphine, dose and concentrations not reported via an implantable pump. The indications for use were chronic low back pain and spinal pain. The patient reported that their pump was removed because it ¿failed¿. The patient stated it first started when he wasn¿t getting enough relief, he would give himself a bolus and it wouldn¿t phase him. Per the patient the physician did a couple adjustments, drained the pump and refilled it. The physician also did a couple diagnostics and decided the pump had to come out because it wasn't delivering the drug. No further complications were reported.